Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was failed to open. A technical support specialist connected to the unit, disabled all universal serial bus (usb) hub power management settings, and restarted the machine. The drawer opened; however, the cubie did not open despite attempts such as wiggling the lid, tapping under the drawer, and retrying, successfully released the cubie and opened the lid using the tester application. Advised the customer to close the lid and contact pharmacy for further guidance on next steps, and to reach out again if the issue becomes urgent. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower cubie was failed to open however, there were no delays or adverse events or injuries reported based on this event.